Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as due to ¿unclean home conditions and a lot of pets in the small living conditions and therefore possible break in aseptic technique¿ however, this was not confirmed as cause as no further detail was provided. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unknown antibiotics, intraperitoneally (dose and frequency not reported). One day prior to hospitalization, it was reported that the patient stopped responding to the unknown antibiotic treatment. Approximately, one month prior to the receipt of this report, the patient was hospitalized for the peritonitis. On the same day, dianeal therapy was discontinued, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. On an unknown date, the unknown antibiotic therapy was discontinued. On an unreported date, 30 days after admission, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2015. The patient was hospitalized for the peritonitis on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.